Event description:
The distributor contacted animas on (B)(6) 2012 alleging the pump had been experiencing frequent loss of prime without cause. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 submitted: 10/01/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: review of the black box and download history revealed alarms and warnings related to the alleged event including several "occlusion" alarms and multiple unusual "loss of prime" with zero force. On testing, an ez-prime operation was performed successfully with no alarms. The pump was exercised for 24 hours on a basal program with an "occlusion" alarm occurring afterward. A force sensor calibration test was performed without any issues. The pump was opened for investigation and revealed that a component on the printed circuit board was found to be shifted out of place.